Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement. No changes have been made and the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement. No changes have been made and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated x-rays were taken and the electrode was suspected to have fractured. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode exhibited a high out of range shock impedance measurement. No changes have been made and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated x-rays were taken and the electrode was suspected to have fractured. Surgical intervention was performed, and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326 mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.